Event description:
The iab was inserted into the pt on 9/25/97 at 11:30 a.m. And removed on 9/30/97 at 6:00 p.m. The iab did not malfunction. As a result of the event, the pt had severe bleeding and a transfusion was required. (Event complications: severe bleeding/transfusion required-reported 10/9/97). (Pt's current status: unk-rpt'd 10/9/97).